Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The blood glucose reading was over 600 mg/dl at the time of admission. The customer's mother stated that the customer had stayed overnight at a friend's house, was sick as well, but he came home from the friend's house just prior to the event. The customer was released after treatment in the hospital, and it was confirmed that the customer had been wearing the insulin pump at the time of hospitalization. Two weeks after the incident, the customer's mother also reported that the device had a battery that would not hold a charge more than a day. The insulin pump was reported to shut off by itself after alarming. Advised replacement of the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.